Event description:
It was reported that the home patient (hp) had disconnected the solution bags and swapped them around. The event occurred during the fill phase one of two on the homechoice (hc), and the hp was connected. The technical service representative (tsr) advised the hp to end the therapy. The hp would complete the therapy by starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the fill phase, where the home patient stated they had disconnected and swapped the solution bags around. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.